Event description:
It was reported that the patient received potential inappropriate therapy from their implantable cardioverter defibrillator (ICD) for suspected atrial fibrillation (af) with rapid ventricular response. They also experienced palpitations and presented to the emergency department. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.